Event description:
It was reported that the patient experienced a hyperglycemic event with a reported highest blood glucose value of 461 mg/dl that progressed to diabetic ketoacidosis, resulting in emergency department evaluation and treatment. The event occurred after the patient¿s sensor failed overnight and the ilet entered bg run mode, during which insulin delivery was suspended for several hours. The patient did not enter a manual fingerstick value to resume insulin delivery and did not initiate a new sensor for multiple hours. Symptoms included nausea, headache, dyspnea, and polydipsia. Outcomes included emergency department treatment with subcutaneous insulin and intravenous fluids, after which the patient was discharged the same day without inpatient admission. The ilet was paused during treatment and resumed upon return home. Investigation included communication with the patient and review of the information provided. Investigation identified user error related to failure to start a new sensor and failure to enter a manual blood glucose value to resume insulin delivery, and no pump hardware malfunction was identified. It was concluded that the event was caused by interruption of therapy associated with failure to follow device instructions. If additional information becomes available, a supplemental MDR will be submitted.